Manufacturer narrative:
An investigation has determined that some cartridges with ck lot number 52044hw00, expiration october 19, 2007, may cause decreased qc and/or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated with the use of clinical chemistry creatine kinase reagent lot 52044hw00, quality control results have shifted outside the 3sd range. There was no impact to patient management reported.